Event description:
An event was reported that occurred between 02-jul-2025 to 04-jul-2025. The reporter stated that a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock was broken and leaking an unspecified fluid/infusate during patient use. There was no report of any human harm. There were 3 occurrences of the same issue/failure mode with the same list and lot number of the product.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.